Manufacturer narrative:
(B)(6). PMA/510(k) # - exempt. Device code: difficult to open or close is not labeled. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a stone extraction flexible ureteroscopy procedure, the doctor attempted to open and close the ncircle delta wire tipless stone extractor three different times. However, the device would not perform up to its normal high standards. The basket was removed from the sterile table and placed inside a bag with the packaging and the case continued with another cook basket from the same storage cart. There was no need for any additional procedures and there were no adverse effects to the patient due to this occurrence.